Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was unable to boot up. Review of the log file shows marathon ups failure, confirming the malfunction. Upon troubleshooting, fse checked the system onsite and found that there was no voltage on l1 at the input of the ups, 20a fuse of l1 in ups was blown. To resolve the issue, fse removed the ups and replaced the fuse. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.